Event description:
A (B)(6) customer tested her blood glucose using her contour usb meter and received a reading of 1.1mmol/l.she retested using another meter and received a reading of 8.3mmol/l.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.test strips are expected to be returned for evaluation.

Manufacturer narrative:
Model # was not provided.